Event description:
It was reported that the customer discovered an occlusion in his reservoir during a manual prime. The customer's blood glucose levels are unknown. The customer was advised to change his reservoir. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).